Event description:
It was reported that a second surgery was performed to retrieve a device fragment that had been retained in the patient's knee. The original surgery was an acl repair. According to the reporter the wire was inserted in the tibia and the screw was screwed over it. The reporter stated that this must have been when the wire broke. Approximately 10 cm remained in the patients acl joint. A second surgery was performed approximately two months later to retrieve the broken piece. It was reported that the patients acl looked slightly damaged (lesion). Surgery was successful and post-op x-rays looked ok. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient's weight was requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Visual evaluation revealed that the guide wire was broken off and bent close and at the breakage area. The returned broken off portion measures about 81mm length and 1.14mm outside diameter; laser depth marks on the surface indicates that the broken portion of the guide matches up one of the ends of the guide wire. Material analysis revealed correct material type. Lot number was requested but not provided; therefore device history record review could not be performed. Based on the information provided and device evaluation, the most likely cause(s) of this event is excessive driver force applied over the guide pin, driver tip hitting a flex point of the guide pin, prying/leveraging on the guide and/or re-using a guide pin from the single-use disposable kit that has been bent from prior use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.